Event description:
International affiliate reports that when inserting the cortical fixation fenestrated polyaxial screw during revision of l4-s1 fusion, the head of the screw disengaged from the screw shaft. The affiliate reports that a high amount of torque had been applied to the screw. The device was removed with some difficulty and replaced with a slightly longer one. The event resulted in a delay of approximately thirty minutes to the procedure.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and complete of the evaluation.

Manufacturer narrative:
Note - the device is not approved for market in the u.s. Original medwatch report was filed in error. Visual inspection found the head dislodged from the screw shank. A device history record (DHR) review identified no discrepancies. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined however the noted damage suggests that the screw may have been subjected to an unanticipated level of torque resulting in head dislodgement. In the absence of an identified manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.

Event description:
The device has not been approved for market in the u.s. The original medwatch report was filed in error. This supplemental report is to close out the investigation and correct the filing.